Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Contralateral approach was obtained via groin. The 90% stenosed target lesion was located in the moderately tortuous right superficial femoral artery. A 6f 45 cm non-bsc sheath was placed. The (B)(4) synergy balloon was advanced along with a 300 cm non-bsc guide wire to the lesion and got bumped into the calcification. During the first inflation the synergy balloon ruptured at 10 atms. The balloon catheter and the guide wire were removed. The physician re wired the lesion with the same guide. Another synergy balloon catheter was advanced to the lesion and was inflated. Angiography was performed and dissection noted in the external iliac artery. Per the physician the dissection occurred due to the non-bsc guide wire. An unknown size of express ld stent was implanted in the external iliac artery to treat the dissection. The procedure was completed with the synergy balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).